Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Smartablate (sma) bubble alarm. Ablation stopped. Catheter irrigation was defective. Flushing was not working correctly. High rate flushing made no shower, just dripping. New catheter flushing worked well again. No damage or charring was visible. Tubing set was okay. All ablation parameter during ablation were okay. No patient hazard. Procedure could be finished normally and successfully. No patient consequence reported. The device evaluation was completed on 13-mar-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and bubble issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf with the device used on the patient and irrigation was defective. Smartablate (sma) bubble alarm. Ablation stopped. Catheter irrigation was defective. Flushing was not working correctly. High rate flushing made no shower, just dripping. New catheter flushing worked well again. No damage or charring was visible. Tubing set was okay. All ablation parameter during ablation were okay. No patient hazard. Procedure could be finished normally and successfully. No patient consequence reported. Additional information was received on 05-mar-2025. The suspected device for the reported irrigation issue was the catheter. The issue was noted during the device used on the patient. Flushing not possible. Therefore, catheter was exchanged. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The bubble alarm was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was low. The irrigation issue (device used on the patient) was assessed as MDR reportable.